Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and no recurrence of the malfunction code was noted after the reset. The customer was instructed to continue using the pump and to call back if the issue recurs, which was acknowledged and understood by the caller.